Event description:
The medwatch report states: tip of instrument broke off during usage in surgery. Doctor was aware; he chose to leave the tip in the bone rather than try to retrieve it and ordered a post op x-ray in pacu. Doctor read the x-ray and stated the piece of instrument was in the bone and not free floating. No other treatment was necessary.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The lot number to review the inspection records and to determine the age of the instrument was not provided. A two-year search of the complaint database found no prior reports for this product number. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.